Event description:
In the framework of a clinical study, we got the info that a female patient underwent two revision surgeries due to the nail fracturing. The first breakage occurred 7 months post op. A revision surgery was performed with another nail. This nail broke after 5 months and the patient must be revised.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been complete, any additional information will be reported in a supplement.